Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery in (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced pain, infection abscess, adhesions, scarring, intestinal blockage, recurrence, additional surgery. It was reported that the patient died on(B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that the patient undewent a hernia repair surgery on (B)(6) 2013 and a mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.